Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor hung up. Upon further inspection, fse found that the processing load increased due to communication failure and failure of the input signal reception board. Fse replaced the flex vision pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor hung up. The system was in clinical use when this occurred. There was no report of harm.